Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results generated on the alinity I processing module for one patient. The sample was repeated multiple times and the results were erratic. The second and third samples from the same patient were within the normal range. The following data was provided: customer¿s normal range: <26 ng/l sid (B)(6) (first sample) 26jul2024 at 14:52 pm initial result = 374.8 ng/l 26jul2024 at 17:04 pm repeat result = 12.6 ng/l 26jul2024 at 18:03 pm repeat result = 117.5 ng/l 26jul2024 at 18:27 pm repeat result = 137.2 ng/l 26jul2024 at 18:53 pm repeat result = 11.7 ng/l. Sid (B)(6) (second sample) 26jul2024 at 16:18 pm initial result = 11.9 ng/l 26jul2024 at 17:04 pm repeat result = 13.5 ng/l 26jul2024 at 18:53 pm repeat result = 11.8 ng/l. Sid (B)(6) (third sample) 26jul2024 at 17:51 pm result = 14.2 ng/l there was no impact to patient management reported.

Manufacturer narrative:
Section a1-patient identifier: complete sid is (B)(6). The abbott service representative reviewed the instrument logs and recommended the customer to replace the sample probe and inspect the sample syringe. The customer replaced the alinity pipettor probe which resolved the issue. No additional discrepant result issues have been reported since the alinity pipettor probe was replaced. An instrument service history review revealed no additional service tickets associated with erratic or discrepant patient results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the alinity system, the alinity pipettor probe, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number (B)(6) or the alinity pipettor probe were identified.